Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr. (B)(6) operated on a patient for what seemed to be a bursitis. Once opened, he noticed a large mushy pocket of liquid. After cleaning this, he noticed a poly that was kind of soft, not normal looking on the rim. He easily removed it, and noticed a piece of poly still at the bottom of the cup, like a delaminated part of the poly. The bottom part of the poly,exterior part, was yellowish. He cleaned everything ,removed the head, verified that the cup was stable, which was the case. He implanted a new poly and new head. He has never seen in is 35 years of career such a situation. I am joining pictures of the poly after extraction. The poly was sent to pathology with samples of tissues. As of this morning, the results showed no infection. I will be able to recup the poly next week. The patient asked the surgeon if this was a product defect. Surgeon said he didn't know. I have asked the surgeon more details on the patient, which normally are not given as per quebec privacy law, and he has given me the following as this is not a basic revision for wear or ... The patient is (B)(6),male. 6 feet tall,(B)(6). No know problems other than little high pressure. Primary surgery done on (B)(6) 2014. Name: (B)(6). The surgeon also mentioned that the first 2 years were fine, but in the last 2 years he complained of pain in his hip. In those last 2 years, he was injected cortisone 3 times into his hip. All the details I have for now. Patient consequence? Yes. Patient consequence description:revision of poly and head. Action taken for procedure:replaced poly and femoral head.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned product finds no evidence of product error regarding the reported problem. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.